Manufacturer narrative:
No pt was present. The issue has not recurred. Rebooting the system resolved the issue. Unable to determine root cause.

Event description:
Site reported that after the system was unplugged and moved across the room then plugged back in the software froze. Rebooting the system resolved the issue. The event did not occur during surgery and no pt was present.